Manufacturer narrative:
This report is being supplemented to provide additional information based on results the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section glue was peeling however, this defect is not considered sever enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not sampled. The air/water channel and the auxillary channel were precleaned with aniosyme x3 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with aniosyme x3 detergent and an asept inmed neocleanbrush. The scope was manually disinfected with anioxyde 1000. The customer stored the device vertically in an olympus thermosensitive endoscope (eset) drying cabinet without a drying function. Maintenance / repair of the device had performed by olympus. The scope was not ethylene oxide (eto) sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, all channels were sampled and the evis exera iii colonovideoscope tested positive for greater than one hundred (100) microorganisms. The issue was found during a routine culture. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.